Event description:
It was reported that an unspecified malfunction alarm occurred. The customer went to the emergency room (ER) with a blood glucose (bg) level of ¿high¿ and ketones, however, a specific value was not provided. The customer was treated with intravenous saline and insulin to resolve the issue. The customer was released from the ER the same day and reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.